Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: , batch: ab2296 common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: , batch: ab2216 common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: , batch: ab2296

Event description:
It was reported that the patient had ineffective therapy due to lead migration. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.